Event description:
The customer reported failed twice - showing leads off, no 12 lead export. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported failed twice - showing leads off, no 12 lead export. There was no reported pt involvement. The philips field svc engineer evaluated the device and no trouble was found regarding the leads issue. The device passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. As of (B)(4) 2011 the customer has not reported any further trouble with this device.